Event description:
It was reported by the rep that the (1) tsb45 device was used during a laparoscopic low anterior resection procedure. It was reported by the rep that the patient experienced a staple line leak in the rectum postoperatively. The surgeon used a technique very low in the rectum by which he made multiple firings to close the rectum. This technique involved the "crossing" of several staple lines. The patient had to be re-operated on.